Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose was 600 mg/dl at the time of the incident. Patient's current blood glucose was 228 mg/dl. Customer did state that she took a cortisone shot but blood glucose did not go down. The customer experienced symptoms such as thirsty. Customer treated for high blood glucose with manual injection. Customer reports they have contacted their healthcare professional regarding the high blood glucose. Based on customer report customer does not allege pump was under delivering. The pump will not be returned for analysis.